Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 30 devices were evaluated in the field and the issue was confirmed; 13 units had bent components, 12 units had broken/damaged components, and 5 units had a calibration issue. The devices were repaired and returned. 6 devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 38 </noe> malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.

Manufacturer narrative:
The remaining device was evaluated and the issue was confirmed; there was a bent component. The device was replaced for the customer.

Event description:
This report summarizes 38 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.